Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provide.

Event description:
It was reported that the staff stated that one of the coworkers in the outpatient infusion clinic also experienced secondary infusions backed up into the primary IV bag during an unspecified infusions. Although requested, no additional information about the patient, medication, or event was provided at that time.